Event description:
It was reported by the affiliate that postoperative bleeding, 9 days after lap prostatectomy required reoperation with hematoma exection.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.